Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the whole knot came out of the anatomy. Another proglide was attempted; there was no suture when the plunger was removed. The tavr procedure was completed. As this was a surgical procedure, the operator opted for surgical closure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.